Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement greater than 3000 ohms. It was unclear whether this was attributed to lead-device interaction or lead integrity. Technical services (ts) recommended lead evaluation with isometrics/pocket manipulations and considering unipolar pacing/bipolar sensing. In addition, programming fixed sensitivity was recommended, as the patient was pacer dependent. It was noted that the patient was seen in (B)(6) 2020 for programming optimization, and the patient had a history of pacemaker mediated tachycardia (pmt) and sinus tachycardia (st). This rv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).